Manufacturer narrative:
Concomitant products: product ID 74001, lot # n351574, implanted: (B)(6) 2015, product type adapter; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 3587a, lot # l78387, implanted: (B)(6) 2000, product type lead. (B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported the patient felt shocking in the pocket. This was noted as a sudden change in therapy/symptoms. The rep was scheduled to meet with the patient on (B)(6) 2015 to troubleshoot. The patient's relevant medical history included spinal pain. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a manufacturer representative reported that they saw the patient two weeks prior to (B)(6) 2015. All the devices were in place and working as normal. The impedances were within normal limits. The patient was getting the shocking feeling regardless of whether the device was on or off. The shocking was not consistent; sometimes the patient would feel it and sometimes they would not feel it. The doctor did not believe the shocking was related to the spinal cord stimulator devices. The patient might have some nerve pinched. The doctor did not want to do anything at the time of the report as the patient was getting relief from the therapy and the system was in good condition.